Manufacturer narrative:
(B)(6). PMA / 510(k)#: k980987 (syringe); k161170 (needle). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd syringe¿ 3ml ll w/ndl eclipse¿ 22x1 rb had a distorted stopper.

Event description:
It was reported bd syringe¿ 3ml ll w/ndl eclipse¿ 22x1 rb had a distorted stopper.

Manufacturer narrative:
Investigation summary: 2 photos were returned for evaluation. From the returned photos it was unable to determine the non-conformance as stated. Root cause could not be determined as it was unable to observe the non-conformance from the returned photos. During the review of DHR, there is no abnormality observed on the visual inspection performed during the in- process inspection and out-going inspection. For the duration of 12 months, there is no quality notification raised on a similar non-conformance.